Manufacturer narrative:
As part of the investigation, a sample from the patient was submitted for further testing. The testing revealed a high molecular ruthenium interfering factor. This interference is documented in product labeling.

Event description:
The field application specialist reported the customer received questionable thyrotropin (tsh) results for two samples from one patient on both cobas e602 analyzers at the site. The customer could not provide the specific date of testing. The initial result from both analyzers was 30 uiu/ml. The physician notified the laboratory that the patient may have a possible heterophile antibody and questioned the result. The sample was sent to another hospital for testing and the repeat result was approximately 3 uiu/ml. The sample was also blocked using hbt (heterophile blocking tube for antibodies to mouse, rabbit, goat and sheep) with an approximate result of "0.something". The customer could not provide a specific result. On approximately (B)(6) 2013, a second sample from the patient was tested and the approximate result from both analyzers was 30 uiu/ml. The sample was sent to another hospital for testing. The repeat result was approximately 3 uiu/ml. The erroneous results were not reported outside the laboratory. The repeat results were believed to be correct. The patient was not adversely affected. The tsh reagent lot number and expiration date were requested, but were not provided. The customer refused a service visit as she believed the issue to be sample related and not analyzer related.

Manufacturer narrative:
See the medwatch with patient identifier (B)(6) for cobas e602 analyzer serial number (B)(4). It was unknown if the initial reporter sent report to the FDA.